Manufacturer narrative:
Should additional information become available, a supplemental record will be file.

Event description:
The caller states that the wrench was flashing 5 times with the alarm and that this is a brake issue; the brake was not engaged.